Event description:
The customer contacted baxter's technical service center to report a reload set(rls) 158 alarm while on home choice (hc) device during use during prime. The baxter technical representative (tsr) had the home patient (hp) cycle power and check the cassette and grey membrane for tears or debris. The hp stated that the cassette was leaking. The hp will start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012,product surveillance spoke with the care giver(cg) regarding the leaking cassette. The cg stated that they thought that the leaking cassette might have caused the alarm, however, the cg was not sure why the cassette was leaking. The cg stated they had not noticed any issues with the cassette prior to setting up the supplies. The cg stated that the hp was continuing therapy fine with no other issues and all the current supplies were okay so far.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, precluding further device investigation. The reported issue was not confirmed. The assignable cause was undetermined. A batch review was not performed as the lot number was unknown.